Manufacturer narrative:
D3 - MFR establishment name and postal code: updated. H3 and h6 codes: updated. One used device was returned for investigation. The devices were visually inspected, and no anomalies were noted. Functional testing had been performed; the cassette did not perform within the delivery accuracy rate stated under nominal conditions. The complaint of delivery accuracy was confirmed, but the root cause was unable to be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that ¿during preventive maintenance of cadd solis, the cassette has a 7% (not approved) margin of error, two times and then a deviation of 4% (approved) with the previously used cassette two times on the same pump. When testing with another cassette, the margin of error is 2% on the same pump.¿ there was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.